Event description:
It was reported that the user experienced hypoglycemia over approximately two days, with a documented nadir of about 40 mg/dl, while using the ilet bionic pancreas; during a follow-up call the glucose rose from the 60s to the 70s and later measured 201 mg/dl after self-treatment with approximately 30 grams of oral glucose. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included transient hypoglycemia requiring self-management without medical intervention, hospitalization, or use of backup therapy. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no device alerts or alarms and an unclear cause of the hypoglycemic episodes. It was concluded that the event was consistent with hypoglycemia of unclear cause, with resolution following oral carbohydrate ingestion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.